Event description:
Symptomatic systolic chf, with worsening functional status. History of vt, recalled ICD high voltage lead (sjm riata 7002). The right atrial lead was reused medtronic 4592-45 cm - (B)(4). Implant date: (B)(6) 2010. The new leads are right ventricular high voltage lead medtronic sprint quattro product number 6935m-62 cm - (B)(4). The new left ventricular pacing lead placed in a lateral tributary of the coronary sinus is medtronic 4398-88 cm - (B)(4).